Event description:
Boston scientific received information that the power supply for this communicator, emitted smoke when plugged into an electrical outlet. The communicator and power supply were replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this communicator was thoroughly inspected and analyzed. The communicator was returned without the power brick. Visual inspection of the communicator identified no anomalies. The error log for the communicator was reviewed and no errors had occurred. A manual interrogation was initiated and completed successfully. Additionally, a call to the remote monitoring server was successfully placed. When tested with the returned phone cord and a known good power brick, both phone jacks were functional. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.